Event description:
It was reported that during surgery, the surgeon inserted the cage into c5/6 using the inserter guide. The surgeon inserted the self drill screw to screw hole of the cage. The surgeon removed the inserter guide and the screw, he found that the c-ring of screw broken. Therefore the surgeon removed the screw. And the surgeon changed the screw to 4.0mm/8mm screw and finished the surgery.

Manufacturer narrative:
Catalog# 48335310. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: a plausible root cause cannot be identified because it appears that the stg was followed for implantation of the screw.

Event description:
It was reported that during surgery, the surgeon inserted the cage into c5/6 using the inserter guide. The surgeon inserted the self drill screw to screw hole of the cage. The surgeon removed the inserter guide and the screw, he found that the c-ring of screw broken. Therefore the surgeon removed the screw. And the surgeon changed the screw to 4.0mm/8mm screw and finished the surgery.